Event description:
This unsolicited case from united states was received on 20-dec-2017 from patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after few hours had to use crutches get to the bathroom and to move around, could start putting some weight on the left knee/ could not take the weight of the covers on his toes in the bed/ could not put any pressure on the knee, after 1 day had fever and inflammation of left knee. Medical history included bone on bone in his left knee. Patient had high blood pressure and used pills since 10 years. Patient was well nourished and had good hygiene. Patient did not have any prosthetic device e.g. Prosthetic hip/knee, prosthetic valve, pacemaker and or defibrillator. Patient had previously received synvisc or synvisc-one injection in the same knee 1.5 years ago. Patient did not receive any concomitant medications. Patient had no allergy history: avian proteins, feathers, or egg products. No concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient had x-ray and the knee was disinfected. On (B)(6) 2017, at 09:00, patient received treatment with intra- articular synvisc one injection (recalled lot), at a dose of 6 ml, once (batch/lot number and expiration date; indication: not provided) into left knee to give relief to the bone on bone pain. There was no pain or numbing medications given at the injection site. The procedure went well and after leaving the physician's office he could walk on his knee. Patient did not engage in activities such as jogging or tennis soon after the injection. On the same day, at 5:00 pm, patient started experiencing excruciating pain and could bear weight on the left knee. Patient had to use crutches get to the bathroom and to move around. On pain scale, pain was between 9 to 10 for 2 days. On(B)(6) 2017, patient experienced along with the pain, he had a fever and inflammation of the left knee. The left knee was twice the size of his right knee and his knee "looked like a football". Patient was icing and elevating the left knee. The physician told him to use ibuprofen 200 mg 2 tablets q 6 to 8 hours as needed. Patient called the physician that tuesday morning and was told to keep icing, elevating and taking ibuprofen. On (B)(6) 2017, by evening, the pain and swelling started going down. Patient was still using crutches but could start putting some weight on the left knee. On (B)(6) 2017, patient was able to start moving around without crutches. Patient still had pain in the left knee but not as intense. As of (B)(6) 2017, the swelling was gone and his left knee was back to normal size. Patient was still icing the left knee and still taking the ibuprofen. Occasionally, patient would have a pain going down the front of the leg starting in the "lower portion from the knee to the ankle" in the left knee. Patient reported this to the physician a week and a half ago. It was reported that the pain in that first was such that he could not take the weight of the covers on his toes in the bed. Patient was still recovering from the event. No further information provided. Corrective treatment: crutches for had to use crutches get to the bathroom and to move around, ibuprofen; icing and elevating for inflammation of left knee; not reported for rest of the events outcome: recovering for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: disability for had to use crutches get to the bathroom and to move around pharmacovigilance comment: sanofi company comment for dated 28-dec-2017: this case concerns a patient who received treatment with synvisc one and later experienced walking difficulty. A significant temporal relationship can be established and causal role of suspect product in occurrence of the event cannot be denied. Furthermore, medical history of bone on bone in left knee along with elderly age of the patient acts as potential risk factor for the same.

Event description:
This unsolicited case from united states was received on 20-dec-2017 from patient. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and after 8 hours had fever; after few hours could start putting some weight on the left knee/ could not take the weight of the covers on his toes in the bed/ could not put any pressure on the knee; after 2 days had to use crutches get to the bathroom and to move around; after 3 days had inflammation of left knee. Medical history included bone on bone in his left knee. Patient had high blood pressure and used pills since 10 years. Patient was well nourished and had good hygiene. Patient did not have any prosthetic device e.g. Prosthetic hip/knee, prosthetic valve, pacemaker and or defibrillator. Patient had previously received synvisc or synvisc-one injection in the same knee 1.5 years ago. Patient did not receive any concomitant medications. Patient had no allergy history: avian proteins, feathers, or egg products. No concomitant medication and concurrent condition was provided. Patient had concurrent conditions of prostate cancer and overactive bladder. Concomitant medications included: metoprolol succinate (toprol), atorvastatin calcium (lipitor), solifenacin succinate (vesicare) on (B)(6) 2017, patient had x-ray and the knee was disinfected. On the same day, at 09:00, patient received treatment with intra- articular synvisc one injection (recalled lot), at a dose of 6 ml, once (batch/lot number and expiration date; indication: not provided) into left knee for arthritis in left knee. There was no pain or numbing medications given at the injection site. The procedure went well and after leaving the physician's office he could walk on his knee. Patient did not engage in activities such as jogging or tennis soon after the injection. On the same day, after 8 hours, patient had fever. On the same day, at 5:00 pm, patient started experiencing excruciating pain and could bear weight on the left knee. Patient had to use crutches get to the bathroom and to move around (onset: (B)(6) 2017; latency: 2 days). On pain scale, pain was between 9 to 10 for 2 days. On (B)(6) 2017, patient experienced along with the pain, he had a fever and inflammation of the left knee (latency: 3 days). The left knee was twice the size of his right knee and his knee "looked like a football". Patient was icing and elevating the left knee. The physician told him to use ibuprofen 200 mg 2 tablets q 6 to 8 hours as needed. Patient called the physician that tuesday morning and was told to keep icing, elevating and taking ibuprofen. On (B)(6) 2017, by evening, the pain and swelling started going down. Patient was still using crutches but could start putting some weight on the left knee. On (B)(6) 2017, patient was able to start moving around without crutches. Patient still had pain in the left knee but not as intense. As of (B)(6) 2017, the swelling was gone and his left knee was back to normal size. Patient was still icing the left knee and still taking the ibuprofen. Occasionally, patient would have a pain going down the front of the leg starting in the "lower portion from the knee to the ankle" in the left knee. Patient reported this to the physician a week and a half ago. It was reported that the pain in that first was such that he could not take the weight of the covers on his toes in the bed. Patient was still recovering from the event. No further information provided. Corrective treatment: crutches for had to use crutches get to the bathroom and to move around, ibuprofen; icing and elevating for inflammation of left knee; none for rest of the events outcome: recovered for could start putting some weight on the left knee/ could not take the weight of the covers on his toes in the bed/ could not put any pressure on the knee; recovering for other events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for had to use crutches get to the bathroom and to move around follow up information was received on 27-dec-2017. The consumer was requesting compensation in light of having received the affected recall lot number which caused him to be out of commission for about one week. Additional information was received on 15-jan-2018 from the patient. Therapy start date and indication was updated. Concomitant medications and medical history was added. Clinical course was updated and text amended accordingly. Follow up information was received on 23-jan-2018. No new information received. Additional information was received on 02-feb-2018. Global ptc number and ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 2-feb-2018: the additional information does not alter the previous case assessment. This case concerns a patient who received treatment with synvisc one and later experienced walking difficulty. A significant temporal relationship can be established and causal role of suspect product in occurrence of the event cannot be denied. Furthermore, medical history of bone on bone in left knee along with elderly age of the patient acts as potential risk factor for the same.

Event description:
This unsolicited case from united states was received on 20-dec-2017 from patient. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and after 8 hours had fever; after few hours could start putting some weight on the left knee/ could not take the weight of the covers on his toes in the bed/ could not put any pressure on the knee; after 2 days had to use crutches get to the bathroom and to move around; after 3 days had inflammation of left knee. Medical history included bone on bone in his left knee. Patient had high blood pressure and used pills since 10 years. Patient was well nourished and had good hygiene. Patient did not have any prosthetic device e.g. Prosthetic hip/knee, prosthetic valve, pacemaker and or defibrillator. Patient had previously received synvisc or synvisc-one injection in the same knee 1.5 years ago. Patient did not receive any concomitant medications. Patient had no allergy history: avian proteins, feathers, or egg products. No concomitant medication and concurrent condition was provided. Patient had concurrent conditions of prostate cancer and overactive bladder. Concomitant medications included: metoprolol succinate (toprol), atorvastatin calcium (lipitor), solifenacin succinate (vesicare) on (B)(6) 2017, patient had x-ray and the knee was disinfected. On the same day, at 09:00, patient received treatment with intra- articular synvisc one injection (recalled lot), at a dose of 6 ml, once (batch/lot number and expiration date; indication: not provided) into left knee for arthritis in left knee. There was no pain or numbing medications given at the injection site. The procedure went well and after leaving the physician's office he could walk on his knee. Patient did not engage in activities such as jogging or tennis soon after the injection. On the same day, after 8 hours, patient had fever. On the same day, at 5:00 pm, patient started experiencing excruciating pain and could bear weight on the left knee. Patient had to use crutches get to the bathroom and to move around (onset: (B)(6) 2017; latency: 2 days). On pain scale, pain was between 9 to 10 for 2 days. On (B)(6) 2017, patient experienced along with the pain, he had a fever and inflammation of the left knee (latency: 3 days). The left knee was twice the size of his right knee and his knee "looked like a football". Patient was icing and elevating the left knee. The physician told him to use ibuprofen 200 mg 2 tablets q 6 to 8 hours as needed. Patient called the physician that tuesday morning and was told to keep icing, elevating and taking ibuprofen. On (B)(6) 2017, by evening, the pain and swelling started going down. Patient was still using crutches but could start putting some weight on the left knee. On (B)(6) 2017, patient was able to start moving around without crutches. Patient still had pain in the left knee but not as intense. As of (B)(6) 2017, the swelling was gone and his left knee was back to normal size. Patient was still icing the left knee and still taking the ibuprofen. Occasionally, patient would have a pain going down the front of the leg starting in the "lower portion from the knee to the ankle" in the left knee. Patient reported this to the physician a week and a half ago. It was reported that the pain in that first was such that he could not take the weight of the covers on his toes in the bed. Patient was still recovering from the event. No further information provided. Corrective treatment: crutches for had to use crutches get to the bathroom and to move around, ibuprofen; icing and elevating for inflammation of left knee; none for rest of the events outcome: recovered for could start putting some weight on the left knee/ could not take the weight of the covers on his toes in the bed/ could not put any pressure on the knee; recovering for other events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: disability for had to use crutches get to the bathroom and to move around follow up information was received on 27-dec-2017. The consumer was requesting compensation in light of having received the affected recall lot number which caused him to be out of commission for about one week. Additional information was received on 15-jan-2018 from the patient. Therapy start date and indication was updated. Concomitant medications and medical history was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 15-jan-2018: the additional information does not alter the previous case assessment. This case concerns a patient who received treatment with synvisc one and later experienced walking difficulty. A significant temporal relationship can be established and causal role of suspect product in occurrence of the event cannot be denied. Furthermore, medical history of bone on bone in left knee along with elderly age of the patient acts as potential risk factor for the same.